Event description:
It was reported that prior to surgery, the patient was status post continuous renal replacement therapy (crrt) on (B)(6) 2024 at creatine 3.355 despite down trending creatinine. The patient had excellent diuresis and no metabolic disturbances. They developed oliguria and did not respond to diuretics on (B)(6) 2024. They had a new acute kidney injury (aki) worsening function after left ventricular assist device (lvad) placement on (B)(6) 2024. Cardiorenal syndrome was suspected. The patient's creatine levels were 0.866 on (B)(6) 2024, pre-operation, to 2.345 on (B)(6) 2024. An ultrasound showed no hydronephrosis. A kidney, ureter, and bladder x-ray was also used for diagnostic testing. They started crrt for volume removal and a 4k bath on (B)(6) 2024. The nephrology plan was to continue the crrt 4k bath. The acute heart failure plan was to continue heartmate 3 speed at 5000 to 4800 revolutions per minute (rpm), which was increased from 4700/4500 immediate post-op. Impella rp flex was out and the patient was doing well without it. One unit of packed red blood cell (prbc) was transfused. It was noted to wean off vasopressors as tolerated and continue epinephrine at 0.04 for right ventricular support. It was also noted to extubate to bilevel positive airway pressure. Low dose heparin and 2mg of warfarin daily was included in the plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), until the patient ultimately expired on 21oct2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.